Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body and there was no patient injury during the procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery (rca). A 3.75mm x 8mm nc emerge® balloon catheter was advanced to dilate the lesion. The balloon was initially inflated at 12 atmospheres. However, during the second inflation at 18 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.